Event description:
--

Manufacturer narrative:
It was subsequently revealed that this product issue is a duplicate to another product issue and the information had previously been submitted to the FDA.

Manufacturer narrative:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that right ventricular (rv) lead was found to be dislodged and delivered inappropriate shocks along with undersensing. The lead was explanted and a new lead was replaced. No additional adverse patient effects were reported.